Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the doctor had changed his insulin settings. Customer's blood glucose was 560 mg/dl. Customer wanted assistance with changing the basal settings. Customer was advised to contact the doctor. Customer will not be returning the device for analysis.